Event description:
It was reported that a red alert for high, out-of-range shock lead impedance was issued for this device via the remote patient monitoring system. Upon attempting to review the alert, the physician found that it had already been dismissed by someone in the clinic. A technical services consultant discussed this issue with the physician. No adverse patient effects were reported. This device remains in service.